Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tube push off with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and tube push off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® flashback blood collection needles experienced tube push off nonpatient end needle which was noted during use. The following information was provided by the initial reporter: during use, the customer found 1ea fbn occurred push off when connect the sst, serum, edta tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® flashback blood collection needles experienced tube push off nonpatient end needle which was noted during use. The following information was provided by the initial reporter: during use, the customer found 1ea fbn occurred push off when connect the sst, serum, edta tubes.